Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 152 mg/dl. The customer continued to use current pump for insulin therapy but also had manual injections as back-up.